Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no deliver during manual prime. Customer's blood glucose was 269 mg/dl. After troubleshooting was done, the customer was advised to try reservoir with current the current set. Customer stated that it did not alarm no delivery with manual prime. The customer was advised that changing reservoir resolved the issue. Customer was advised that we would replaced infusion set and reservoir, and return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.